Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse adjusted system ultrasonics. The fse observed one of the system dispense probes was bent. The fse replaced the dispense and aspirate probes. The fse replaced the wash valve seal, stator, and lower seal of the wash pump. The fse verified system hardware by performing a successful system check and high sensitivity system check within system specifications. The unit conformed to the manufacturer's specifications. Evaluation: stator.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for multiple patients, involving unicel dxc 600i synchron access clinical system. Subsequent testing produced lower results, within the normal reference interval, for one of the patients. Additional testing on the patient's sample, on an alternate unicel dxc 600i system, produced results within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician. An amended report was issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.